Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were just implanted a week ago. The patient said that they needed to talk to an engineer who could make an adjustment to their ins. The patient said that it was failing. They could only feel the stimulation when they were at level 12.3. The patient was advised by the manufacturing representative (rep) that they needed to keep the amplitude between 1 and 3 because if they went above 12.3 the battery would wear out and they would have another surgery which they didn't like. The agent reviewed and an informed the patient that they needed to contact their healthcare provider (hcp) and make an appointment to make the adjustment using the clinician app that was installed in their handset. The patient was informed that the clinician app was password protected and that only the hcp and rep could access it. The patient disconnected, so no additional information was obtained.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.